Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3000 ohms. In addition, review of stored episodes revealed atrial lead noise. The physician was notified of these observations. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).